Event description:
During the case the end of the 3 prong grasper broke off in kidney (the entire end of the grasper- all 3 prongs). The end was retrieved from the patient using another grasper (through the original nephroscope).====================== health professional's impression======================instrument is old. Instrument such as this are not tested before use. Multi-use instrument sterilized after each use.